Event description:
New information noted that the lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited sensing noise. Programming changes were performed. There were no patient consequences.